Event description:
The user of this model 3100a reported it stopped operating during patient treatment with alarms. The patient was placed on a conventional ventilator without any compromise reported.